Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had an issue with a safety monolettor. The customer stated that they used the needle and it did not retract, and the nurse was stuck with the needle. To the customers knowledge, the nurse will not be receiving any prophylactic treatment.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.